Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was sample level sensor malfunction. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the site to perform repairs. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed troponin I result was obtained on a patient sample upon repeat of a slightly elevated result. The result was reported to the physician. The sample was repeated and a slightly elevated result was obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.